Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure, the device being used cut the fallopian tube. Another device was opened which cut the tube on the other side. Both tubes had to be cauterized. (2183680-2013-00012 for first device).